Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was damaged upon insertion, but the surgeon elected to keep it in the eye. At a later time, the iol was explanted due to patient complaints of visual disturbances.